Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was not impacted. Customer stated bg level was in target range. Reportedly, the customer did not have alternate insulin therapy available and declined further assistance from tandem technical support.